Event description:
New information received notes issue was resolved and patient had no further issues.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate shock due to svt. The patient received atp therapy and a shock. The patient was scheduled to return for testing. No further information is available.